Event description:
It was reported that during the procedure in the heavily calcified left superficial femoral artery, the fox plus dilatation catheter was advanced to the target site. The balloon was inflated; however, a rupture occurred during the first inflation at 7 atmospheres. The device was removed from the patient anatomy without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.